Manufacturer narrative:
A customer in the (B)(6) notified biomérieux of delayed results in association with the myla® v4 virtual machine (ref. (B)(4), serial# (B)(6)). This customer¿s set-up is such that a group of three labs all have their bact/alert® systems connected to one (B)(4)(which is located at the site reporting this issue). Two of the labs systems are working correctly, but at one lab the 2, 36, and 48-hour negative-to-date (ntd) results are not transferring to their lims. A review of bact/alert transmissions indicates that all bact/alert messages have been sent to (B)(4) and there are no errors. Review of myla data shows all message data; however, for this one system bta-2 wishaw the ntd messages are not transferring to the lims. The customer informed us that they have been made aware there was a generator test on monday (B)(6) 2021 (day of the issue) that resulted in a power failure. According to customer, ntd are not coming from the system at all. The customer is concerned with the results and has been manually checking them so no patient harm has been caused. Ntd are preliminary results; they are not final results to determine patient treatment. There were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Investigation: the device history record indicated no CAPA, nor non-conformity linked with customer complaint. The investigator did not find any other reports with the error code ¿bact alert 3d/myla interfacing issue ¿ d133". The investigator then connected to the customer site for investigation purpose but did not find anything discrepant after the reboot (= after the power failure). According to what we have seen, ntd messages are sent correctly as expected after the reboot. No ntd were generated during the downtime of the server due to the power failure and there is no "catching up" of ntd that have not been sent/generated. Root cause analysis: cause traced to infrastructure (power failure). Conclusion: the power failure is the root cause of the issue; no ntd were generated and because there is no power, ntd cannot be sent/generated. Local customer service asked customer to add a ups (back-up power source) to keep the server "alive" or at least to allow the server to stop correctly when there is a power outage.

Event description:
Intended use: myla® is a computer application (¿middleware¿) based on web 2.0 technology which allows lab technicians and managers to: ¿ monitor activities carried out on the microbiology laboratory bench. ¿ interface between the instruments connected to the application and the lis(s) (laboratory information system(s)). ¿ display information related to the laboratory workflow: -test requests from the lis(s). -tracks the progress of requests and specimens. -review results from vitek® ms or review and approve results from vitek® ms. -review results from vitek® 2. -results sent to the lis(s). ¿ provide visibility of anonymously loaded bact/alert® 3d bottles. ¿ provide visibility of bact/alert® 3d bottles loaded without accession numbers. ¿ provide alerts for positive blood cultures (bact/alert® 3d). ¿ provide current status of all blood cultures. ¿ display system information: -current status of all connected instruments, and its components to myla®. -status of connection to the lis(s). -status of connection to the instruments and myla® components. Description of the issue: a customer in (B)(6) notified biomérieux of delayed results in association with the myla v4 virtual machine (ref. 421993, lot serial number (B)(4)). The customer has a group of three (3) labs that each have their bact/alert systems connected to one myla. On the (B)(6) 2021, the customer reported that two (2) of the lab systems were working well. However, for one of the labs (bta-2 wishaw), the negative-to-date (ntd) results for hours 2, 36, and 48 were not transmitting to their lims. Biomerieux local customer service (lcs) checked the bact/alert, and all messages had been transmitted to myla with no errors. Checking myla showed all message data; however, for this one system (bta-2 wishaw) the ntd messages were not transmitting to the lims. Restarting myla did not resolve the issue. The customer stated that there was a generator test on monday, (B)(6) that resulted in a power failure. It was reported that the customer was concerned with the results and had been manually checking them; therefore, no patient harm has been caused, but that the delay of results on the system was 24 hours. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.